Event description:
It was reported by international mallinckrodt gmbh facility (germany) that inflation could not be maintained on one size 8 lpc, low pressure cuffed tracheostomy tube. It was also reported that difficulties were experienced with maintaining device placement. The 8 lpc device had been in use approximately fiften minutes when the reported problems occurred. Limited info is available regarding the reported event. There was one pt involved with no reported pt injury. The 8 lpc device was returned to the MFR for decontamination, analysis and investigation on 03/19/98.